Manufacturer narrative:
The valve was patent and met the requirements for leak testing. Therefore the conditions of the complaint could not be duplicated by laboratory personnel. It is unknown what caused the reported event. The device met the requirements for reflux, pressure-flow and p re-implantation testing. There was proteinaceous debris noted on the device. A review of the manufacturing records showed no anomalies. All of the valves are 100% tested at the time of manufacture. (B)(4).

Event description:
It was reported to medtronic neurosurgery that when the physician performed the pre-implantation test, he found that the valve was leaking. According to the report, the doctor used a new one to complete the surgery. Reportedly, the product wasn¿t used with the patient. The report stated that there was to impact on the patient.